Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. It reported that the medicine was not flowing. The occlusion detection pressure was measured and was within specifications, with no abnormalities identified. It reported issue was not able to confirm through the operation test. The primary cause of the reported issue was unable to be determined during repair activities. Device passed all functional and delivery tests performed after repair activities were completed.

Event description:
It was stated that the chemical solution was not flowing, although it was able to fill the cassette. After checking the direction of the extension, it was still not flowing. There was no reported patient involvement/harmed.